Event description:
After two hours of iab therapy, blood was noted in the helium line. The the pump was switched to standby and the line clamped. The pt was in no apparent distress; the iab was removed and replace. No injury to the pt or further complications occurred.